Event description:
A male patient called lifecor customer support to report that one of his battery packs will not charge. When placed in the charger he gets the "battery with a line through it" icon. The other battery pack charges fine. The suspect battery pack was replaced.